Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer initially reported that there was poor communication with a poor communication screen on the patient programmer (pp). They were not able to communicate with the implantable neurostimulator (ins) using the ins recharger (insr). The patient had last felt stimulation and successfully recharged about a month prior ((B)(6) 2016). The reason for not charging was that they didn't use the therapy all the time. Additional information received from the patient reported steps taken to resolve the suspected overdischarge as "replace battery." The indication for use was radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.